Manufacturer narrative:
Concomitant medical products: t505c227 tissue valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, at times, the implantable pulse generator (ipg) was detecting ventricular high rate episodes as supra ventricular tachycardia (svt)/fast atrial and ventricular events. The ipg remains in use. No patient complications have been reported as a result of this event.